Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient has known thrombus issue as well a driveline infection. X-rays appear unremarkable.

Manufacturer narrative:
Outcomes attributed to adverse event: correction. Device identification and device manufacture date: additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. The account reported that the patient had a known thrombus issues as well as a driveline infection. X-rays appeared unremarkable. Multiple requests for additional information were sent to the customer; however, no additional information regarding the patient¿s thrombus issues or driveline infection was received. The patient remains ongoing on vad support. Local infection, driveline or pump pocket infection, and device thrombosis are listed in the heartmate ii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The heartmate ii IFU outlines indications of thrombus and how to respond to such events. The IFU also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.